Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3003853072-2020-00105.

Event description:
It was reported that two blockers were found to have stripped threads during surgery. New plugs were used to complete the operation. There was no reported patient impact. This is report two of two for this event.

Event description:
It was reported that two blockers were found to have stripped threads during surgery. New plugs were used to complete the operation. There was no reported patient impact. This is report two of two for this event.

Manufacturer narrative:
Both devices match information listed in the complaint file. Visual inspection of the devices shows that both have damaged outer threads that are bent. The complaint is confirmed. The devices are used for treatment. The dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. A definitive root cause cannot be determined with the information provided. It is possible that the blockers were cross-threaded into the mating pedicle screws during attempted installation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.